Manufacturer narrative:
A partial lead with the lead tip measuring 16.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple shocks, inappropriate shocks due to ventricular lead noise were noted. The patient last follow-up also showed noise but it was not reproducible at that time. Device interrogation showed that the noise was detected as ventricular fibrillation episodes. ICD was disabled and patient was kept on external defibrillation support until lead revision. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully and the patient was in good condition during, and post procedure.